Manufacturer narrative:
The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test revealed a leak from the fill port due to a solid, shiny particle approximately 0.64 mm in length and 0.61 mm in width underneath the check band. The particle was subsequently identified to be glass via fourier transform- infrared spectroscopy testing. When compared to the ir scan of baxter glass capillary, the result did not match which indicated the glass particle found under the check-band did not come from the infusor device. The reported condition was verified. The cause of the particle underneath the check band could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor had solution leaking from the fill port. There was no patient involvement. No additional information is available.